Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post implant, the patient experienced a pocket infection. It was noted that the right ventricular (rv) lead dislodged which resulted in high thresholds. The implantable pulse generator (ipg) system were removed. No further patient complications have been reported as a result of this event.